Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified forearm vein. A 5.0 mm x 40 mm x 40 cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 7 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient condition was good.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 16mm long starting at the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified forearm vein. A 5.0 mm x 40 mm x 40 cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 7 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient condition was good.